Event description:
It was reported that this pacemaker showed 2.5 years remaining a year and three months ago, but recently found at end of life (eol) state in the clinic. Boston scientific technical services (ts) suspected premature battery depletion (pbd) or bin hopping situation. The device remains in service. No adverse patient effects were reported. Additional information from the medical records indicated that this device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed 2.5 years remaining a year and three months ago, but recently found at end of life (eol) state in the clinic. Boston scientific technical services (ts) suspected premature battery depletion (pbd) or bin hopping situation. The device remains in service. No adverse patient effects were reported.